Manufacturer narrative:
Device evaluation: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reported to be at the hospital and unconscious at the time of the event. A review of device download data reveals that the patient was treated at 03:58:00. The rhythm at the time of the treatment was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The device was shutdown at 04:44:07. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.